Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The blood glucose level was 140 mg/dl and other was 120 mg/dl. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer states that there is a response from a button. The customer also reported that the center key was unresponsive. Customer stated that the button was not unresponsive during an easy bolus attempt. The device will not be returned for the analysis.